Event description:
Patient was undergoing MRI of brain with sedation of propofol. Upon attachment of the medrad pulse oximetry probe, the oxygen saturation read 80%. After several attempts to improve ventilation and oxygenation with oral and nasal airways, the decision was made to induce with propofol and place lma. No increase in oxygen saturation was noted, and patient was removed from MRI suite and attached to monitors in induction area. The monitor/spo2 probe showed oxygen saturation of 100%. The medrad probe on same hand noted saturation of 88% with good waveform indicating a faulty probe. Case was completed using a different probe.what was the original intended procedure?MRI.device #1is this a laboratory device or laboratory test?no.